Event description:
The patient had suspected meningitis. The physician planned to access the cap (catheter access port) during the next patient visit. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.